Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms or unexpected no delivery alarms noted during testing. Unit functioned properly. Motor was tested outside the device and passed. Unit received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 423 mg/dl and treated with insulin drip. Customer reported that her blood glucose was high in the 200's mg/dl the sunday prior to call and the blood glucose reading kept on going up until the next day. Customer also reported that the insulin pump had a no delivery and motor error alarm and her blood glucose reading was high. Customer stated that the drive support cap was normal and was able to complete the rewind process. Customer also reported that the no delivery alarm was resolved by an infusion set change. Button error alarm was found in the insulin pump alarm history and troubleshooting was performed and completed. The customer was wearing the insulin pump during the hospitalization. Customer's blood glucose reading was 198 mg/dl at the time of call. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.